Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h4, h6. The device was returned to olympus for inspection, and the reported failure was confirmed. The issue of no image was due to a leak. In addition, the following reportable malfunctions were identified during the device evaluation: detached plastic distal end cover, corroded scope connector, scope communication error 216, and a noisy image. A root cause could not be identified. Based on the results of the investigation, it is likely the issues were due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchovideoscope was not displaying an image during set up / inspection for use (during set up in room / before patient in room). There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.